Manufacturer narrative:
Voluntary mw number mw5114841 was received 17feb2023. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-00558; 2916596-2023-00692. Additional information was received which stated that the patient reported two weeks of shortness of breath and leg swelling. The patient reported dizziness and lightheadedness while bending over. While in the emergency room, the patient suffered cardiac arrest after the system controller failed. The patient regained return of spontaneous circulation after a controller exchange. The cardiac arrest was thought to be due to electrical dysfunction of the driveline.

Manufacturer narrative:
Incidental findings: damage to the outer silicone jacket was observed on the external driveline repair and damage to the copper tape at the previous driveline repair site. Manufacturer's investigation conclusion. The evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal and external driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing. The distal portion of the dl was returned in two segments measuring approximately 11¿ and 24¿. Evidence of a previous distal end driveline repair was observed on the 24¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Upon disassembly of the previous dl repair, visual inspection revealed a breach in the insulation of the yellow wire approximately 20.5" from the controller connector. A small amount of corrosion was observed within the insulation breach, indicating that the exposed conductors of the yellow wire could have made contact with the copper wrap to produce an electrical short. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the wire at this location. The returned portions of the driveline were tested for electrical continuity and did not reveal any discontinuities or shorts, despite manipulation of the driveline. Microscopic and visual inspection of the 11¿ dl segment revealed breaches in the insulation of the black, brown, red, orange, yellow, and green wires approximately 9¿ from the distal end (approximately 33" from the controller connector). The observed wire damage appeared to be result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining driveline portions revealed no evidence of damage to the wire insulation or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the black, brown, red, orange, yellow, and green wires contacted the braided shield, or the exposed conductors of the yellow wire contacted the copper wrap while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have potentially caused interruptions in pump support. If the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power, the resulting short could have resulted in the alarms and pump stop events that were confirmed through the submitted log file. The pump was reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and pump off alarms) and the appropriate actions associated with them. The patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions provides care instructions and important precautions regarding replaced drivelines. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). The patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR 2916596-2018-04110 (driveline repair). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-00558. It was reported that the patient had intermittent pump stops while connected to battery power. The patient has a history of driveline repair close to the exit site . The alarms were consistent with patient movement (bending up and down). Plans were made to place the patient placed on an ungrounded cable. X-rays of the driveline were taken and found to be unremarkable. A controller exchange was performed on (B)(6) 2023 at 1322. A review of the log files confirmed that the patient's prior driveline issue has matured into a phase to phase short. On (B)(6) 2023 the new controller had a driveline disconnect alarm at 23:02 requiring another controller exchange. The patient had a heart transplant on (B)(6) 2023.